Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00566; 425-97-011, s810 - device loosening, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to loosening.